Manufacturer narrative:
Integra has completed their internal investigation on 25feb2016. The device was not returned for evaluation. The device history records of the ref 909712, lot 0188671 were reviewed and did not reveal any anomaly. The batch was manufactured in november 2014 and included (B)(4) valves. No similar complaint was received for a valve from this batch. The integra complaint database for the osv ii was reviewed for the last 3 years. The review indicated the rate of complaint reports for overdrainage is (B)(4). No device is available for investigation, the complaint is unverifiable and the exact root cause of the reported overdrainage which was detected 3 months after implantation could not be determined.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Three months after surgery, the patient returned to the doctor's office with clinical complaints. The patient had a magnetic resonance (MRI) where a hematoma suggestive of "hiperdrenagem" was detected. The medical team chose to replace the implant. No other information was provided. Additional information has been requested.

Manufacturer narrative:
Additional information was received from the distributor on 01dec2015: the patient¿s underlying medical condition/reason for the implantation of the osvii was hydrocephalus. After implantation, the patient had complaints of dizziness, mental confusion, and headache. ¿hiperdrenagem¿ was clarified as csf overdrainage. It was reported that the hematoma was suggested from csf overdrainage. The MRI (magnetic resonance imaging) was taken on (B)(6) 2015. The osvii was removed and replaced on (B)(6) 2015 due to overdrainage. After the surgery, the patient had improvement of the clinical symptoms. The product is available to be returned for evaluation.